Manufacturer narrative:
Biocompatibility testing to iso(B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation (B)(6).

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was rubbing against the skin and causing soreness under the left breast area. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and used an (B)(6). The equipment was returned. Follow up indicated the irritation improved. Reporting out of abundance of caution.